Event description:
Information received indicates the head end casters will not hold when in brake.

Manufacturer narrative:
The technician found the brake mechanism was worn. The technician used a brake/steer upgrade to repair the stretcher.